Event description:
The customer reported a leak during an unspecified event involving an olympus cylinder hose. The customer did not indicated a suspected cause. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.